Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2017 an afx 2 bifurcated stent graft and two vela sr cuffs were used to treat an abdominal aortic aneurysm. Patient returned for a follow up on (B)(6) 2017 and CT confirmed a type 1a endoleak between the vela cuff and the bilateral snorkel of the renal arteries. On (B)(6) 2017 a re-intervention was performed. The renal arteries were re-cannulated via brachial approach and balloons were introduced bilaterally. A coda balloon was advanced to the vela proximal cuff and ballooned followed by ballooning of the bilateral icast stent within the renal arteries. The endoleak was successfully resolved at the conclusion of the re-intervention and there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported type ia endoleak was determined to be user related, due to the intentional placement of bilateral renal artery snorkels (off-label) with a juxtarenal aneurysm (off-label) in a ruptured aorta. The final patient disposition was discharged eight days post operatively to a skilled nursing facility, with no additional negative patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4).